Event description:
It was reported that, during a holmium laser lithotripsy of the ureter procedure, the fiber tip was not lasing and could not crush the stone. The procedure was not able to be completed due to this event and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection found that the connector face had burn marks and that light was not passing through the connector, confirming the reported clinical observations. Visual inspection did not identify any anomaly. The tip was degraded and burn marks were observed on the fiber jacket. The laser fibers are consumable devices and expected to degrade with use. During functional testing, the aim beam was extremely weak. The console read: treatments used 1. Treatments left 9.

Event description:
It was reported that, during a holmium laser lithotripsy of the ureter procedure, the fiber tip was not lasing and could not crush the stone. The procedure was not able to be completed due to this event and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.